Event description:
Pt found in cardiac arrest. Zoll monitor/defibrillator failed to recognize CPR stat padz, lot #0012b, expiration date 01/07/2014. Crew switched to new pads and were able to continue code with the replacement pads. Pt in asystole throughout the code, no shocks delivered.